Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07602 and 2134265-2016-07775. It was reported that automatic pullback failure had occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticros imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention, the catheter was connected and was recognized properly. However, it was unable to pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition was good.